Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not being plugged in properly. The insulin pump functioned properly after plugging in the battery tube. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 70 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.